Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope, dyspnea and chest pain. The right atrial (ra) lead exhibited undersensing and high thresholds. The ra lead remains in use. No further patient complications have been reported as a result of this event.